Event description:
The manufacturer received information alleging a blue screen had occurred on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional findings not related to the malfunction/issue was preventative maintenance was due on the device.

Manufacturer narrative:
The manufacturer received information alleging a blue screen had occurred on the device. There was no harm or injury reported. The ventilator was returned to third-party service center for evaluation and the customer¿s complaint was confirmed. The third-party service technician observed non-reportable error codes in the device¿s event log that were not related to the issue. The third-party service technician did not determine the actual cause of the issue to occur on the device. There was no part(s) replaced, or repairs made to the device for this issue. Additional findings not related to the malfunction/issue was scratches on the inlet side plate. The third-party service technician recommended replacing the part on the device. The third-party service technician found contamination in the following parts: blower assembly, blower bellow seals, blower mount, blower cap, cooling fan assembly, fan retainer, machine flow sensor, blower chassis plate, muffler assembly. The third-party service technician found yellowing in the following parts: system printed circuit assembly tubing, blower chassis tubing, fio2 tubing, and low flow o2 tubing. The third-party service technician recommended proactively replacing the following parts on the device: particulate filter, internal battery pack and detachable battery pack. The third-party service technician recognized that the flow verification for negative flow had failed on the device. The customer requested that no repairs be made to this device.